Manufacturer narrative:
Correction to the initial report, additional information was received that the procedure had not started. One workmate¿ claris¿ ep-4¿ cardiac stimulator was received into the lab for analysis with no accessories or original packaging available for inspection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, root cause of the field reported event citing unestablished communication was successfully isolated to abnormal functionality of the microprocessor assembly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cancellation remains unknown.

Manufacturer narrative:
Additional information: correction to the initial report, additional information was received that the procedure had not started. There was no patient involvement when the procedure was cancelled. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Prior to the procedure, the stimulator did not pass self-test which resulted in the procedure being cancelled. There were no adverse patient consequences.